Event description:
Medtronic received information that leading up to the attempted implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty was performed. During loading , the valve was inspected prior to use under fluoroscopy, and crown overlap was not identified. Upon the first deployment attempt, the valve appeared constrained. The valve was recaptured. Upon the second deployment attempt, the valve appeared constrained again. The valve was recaptured and withdrawn from the patient. A pre-implant balloon aortic valvuloplasty was performed using a non-medtronic balloon. A new valve and delivery catheter system (dcs) were used to complete the procedure. The valve was implanted without issue. Per the physician, the patient had calcified anatomy that contributed to the event. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012221291); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012221291); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.